Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2011-81767.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and ketones. The caller stated that the battery died the night before, and after trying a few batteries, the time was not set correctly. The insulin pump also gave failed battery test alarms with several batteries. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. The caller did not have the tubing clamp for the high pressure test, but stated that the insulin pump does give no delivery alarms on occasion. Nothing further was reported.